Event description:
It was reported that a replacement ilet was not charging despite the user attempting to charge it face up without the case and trying multiple outlets, and a replacement charger was sent to rule out charger versus pump. No symptoms or clinical effects reported. Outcomes included no impact reported. Investigation included user interview and troubleshooting. Investigation of this case revealed that the device did not accept charge under normal use conditions. It was concluded that the issue was related to a charging failure, with root cause undetermined pending evaluation of the charger and device.